Manufacturer narrative:
Explant was reported due to stenosis. Also reported was that the leaflet on the left coronary cusp side was fused. The investigation found that leaflets 3 and 2 were torn. Leaflet 2 also contained a incision. Information from the field indicated that the tear on the stent post occurred upon explant. Leaflet 3 had a fold/retraction, which may have contributed to incomplete coaptation. All three cusps contained fibrous thickening. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2021, the trifecta valve was explanted due to aortic stenosis and tricuspid regurgitation. Upon explant, the leaflet on the left coronary cusp (lcc) side was observed to be fused; pannus and calcification were reported to not be that severe. A competitor's 23mm inspiris resilia aortic valve(manufacturer: edwards lifesciences) was successfully implanted. The patient was reported to be in stable condition.